Event description:
This case was reported by a consumer and described the occurrence of leg fracture in a pt who received polident (poliment overnight denture cleanser tablets) for dental cleaning. The consumer initially called with a product use question. A physician or other heath care professional has not verified this report. Concurrent medical conditions included allergy to tagamet, diabetes, hypertension, penicillin allergy and sulfa allergy. Concurrent medications included diovan, norvasc and monopril. On an unk date, the pt started polident (dental). In 2003, the pt fell and fractured their leg; they were hospitalized and underwent knee repair surgery in nov 2004. Treatment with polident was continued. The events resolved. MFR's comment polident is manufactured in memphis, tennessee and neither the product nor lot number of for this product is available.